Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the loading unit was fully fired. The clamping mechanism was deformed. The loading unit anvil was bowed. The knife bar assembly was buckled. Functional testing could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the bowed anvil, deformed anvil clamping mechanism and buckled knife bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size.". If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hepatectomy, on the segmental liver parenchyma, the surgeon had a feedback that there was resistance when firing slightly larger than usual, and it increased significantly during the second firing and the third has been unable to complete firing. They removed the instrument that cannot continue to be fired from the body and replace it with another brand of endoscopic cutting stapler to disconnect the liver parenchyma to complete the case. There was no patient injury.